Event description:
I got breast implants in 2018, got cc (capsular contraction) and had them replaced in 2029. I was in the best shape of my life. My health issues started when my menstrual cycle went so out of control that I had to have a hysterectomy. By (B)(6) 2020 my stomach issues started. I lost 30lbs in 6 months because I couldn't eat without severe stomach issues. Diagnosed with ibs (irritable bowel syndrome). In 2021 I started having widespread muscle/connective tissue pain and chronic tension headaches. Diagnosed with fibromyalgia. I got my implants removed in (B)(6) 2025. Since then, my headaches have been cut in half, some of my pain has lessened, and my stomach has healed enough that I can now eat enough to put on and keep on weight. I finally am seeing a light at the end of the tunnel but have a long road ahead of me. I had 650cc allergen gummy implants that were supposed to be safe yet they destroyed my health. During explant surgery it was found that one of the implants were ruptured. I had the first set in 2018 the swapped them out for another. I had the first set in (B)(6) 2018. Then switched to the second set. Patient code: 1761, 1959, 4580, 1994, 1880, 1860. Device code: 1546, 4001. Ref: mw5187587, mw5187588, mw5187589.